Manufacturer narrative:
Approximately 7.5 cm of the catheter was returned. The returned piece of the catheter met the specifications for patency and leak testing. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted. According to the report, the device had been implanted six years ago by a different surgeon.